Event description:
Related manufacturer reference number: 2017865-2022-16452, related manufacturer reference number: 2017865-2022-16454. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed dislodgement on the right ventricular (rv) lead, atrial (ra) lead and the left ventricular lead (lv). The physician elected to explant and replace the rv, ra and lv lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: product not returning h6 codes.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.